Manufacturer narrative:
Section a - patient initials were not provided. Section e1: reporter address line 1: (B)(6). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the emergency backup battery (ebb) was being attempted to be connected to the system controller when the gray part of the connector terminal was removed. The system controller would be returned.

Manufacturer narrative:
Corrected data: section d5: operator of device corrected. Section g2: report source corrected. Manufacturer's investigation conclusion: the reported event of the gray portion of the battery cable connector being broken was confirmed upon arrival of the heartmate 3 system controller (B)(6). Despite the observed damage, the connector was still able to mate to a test backup battery. The controller was functionally tested and was otherwise found to perform as intended. The downloaded log file was also reviewed, and no notable events were observed. A root cause for the observed issue was not able to be conclusively determined through this analysis. A manufacturing analysis task has been initiated under another event to further investigate damage to this connector. The device history records were reviewed and the records revealed that the heartmate 3 system controller, (B)(6), was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use (rev. A) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. C) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (auditory and visual), and the actions to take if the issue does not resolve. Heartmate 3 instructions for use (rev. A) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. C) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the system controller power cables. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories ¿ including their controller power cables ¿ for damage, and to replace any equipment that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.